Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that the system had no ac power after the system was powered on. The tse had the customer power cycle the system, reseat the power cord and use another power socket, but the issue was not resolved. The customer found that the power cord connection was faulty at the patient side cart (psc) base side. The surgeon elected to convert the procedure to laparoscopic surgery. There was no reported injury. Isi followed up with the nurse and obtained the following additional information: there was no patient injury due to the conversion.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reviewed the system and confirmed the reported issue of intermittent power loss on the patient side cart (psc). The psc intermittently entered battery power mode when the power cord was moved, indicating a poor connection. Upon inspection, the fse identified visible damage at the psc power cord connection point, indicating a poor connection. To resolve the issue, the fse replaced the damaged psc power cord. After replacement, the system powered on normally and operated as expected. The fse also replaced the universal surgical manipulator (usm). Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the "32056" error was triggered indicating fault on the "ac_xc" axis, replicating the reported event. The usm was then installed onto a pftp where ¿pitch searchlight¿ was found to be failing on the "0x2" axis. Once testing was completed, the ¿pitch searchlight ffc" was aba tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the "pitch searchlight ffc" was found to be the root cause of the reported event. The probable root cause is attributed to a damaged psc power cord, resulting in intermittent or unstable ac power connection at the psc base. It can be resolved by replacing the psc power cord.